Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2,000 mcg/ml at 942 mcg/day via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2018 during normal use. The critical alarm occurred (B)(6) 2018 and the pump was interrogated, and it was found that a motor stall occurred on (B)(6) 2018 and recovered (B)(6) 2018 but stalled again on (B)(6) 2018. It was noted it did recover when interrogated on (B)(6) 2018. The pump was replaced on (B)(6) 2018 and would be returned. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was further reported the pump was interrogated on (B)(6) 2018 and the motor stall was discovered. The pump was replaced the same day on (B)(6) 2018. The patient experienced symptoms of withdrawal including marked increase in spasticity and mental agitation. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight and medical history were asked and unknown and ¿would not be made available (legal/confidential reason).¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.